Event description:
Our wound cavity filler polymem wic was used to pack a pt's wound on (B)(6) 2014. The filler was covered by drawtex wound dressing. It was reported to us on (B)(4) 2014 that when the wound dressing was removed the same day, the cavity filler started to come up with the dressing and was broken into pieces in the wound. The pt removed pieces of the polymem wic cavity filler and revisited the clinic on (B)(6) 2014. The use of polymem wic cavity filler was suspended at that time. A CT scan on (B)(6) 2014 revealed another piece that was then removed. Returned product was tested and the results passed all design and production criteria. Follow up communications resulted in no further problems and the complaint was closed. On (B)(4) 2014 we were informed that the pt had returned to the clinic and a exploration and debridement without anesthesia procedure was performed to clean out the wound. At that time 4 pieces were removed. Although we are suspecting that there were some issues with the proper use of the product, this further intervention has compelled us to file this MDR.

Manufacturer narrative:
Additional info received via our communications with the clinic, leads us to believe that the wound cavity filler was improperly used by the pt.